Event description:
It was reported that this right ventricular (rv) lead was explanted due to debulking. The lead was replaced successfully with no patient complications reported. This is all the information provided and additional information has been requested. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to debulking. The lead was replaced successfully with no patient complications reported. This is all the information provided, and additional information has been requested. Outside of the revision, no adverse patient effects were reported. Additional information provided from the health care professional (hcp) advised the lead was extracted as it was undersensing a chronically low r wave. The explanted lead is not expected to be returned for analysis. Outside of the revision, no adverse patient effects were reported.